Manufacturer narrative:
Exact date of observed myopic shift was not provided (2017). (B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 10x magnification and the lens was received cut in two pieces. This is patient condition complaint that could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 16.5 diopter was implanted on (B)(6) 2017 and later explanted on (B)(6) 2017 because of a myopic shift. The lens was replaced with the same model number, but different diopter of 14.0. The patient was reported to be perfectly fine and no issues were observed post exchange. No additional information was provided.